Event description:
It was reported to medtronic neurosurgery that there was a malfunction or occlusion of the valve. According to the report, the valve was explanted and there was no impact to the patient.

Manufacturer narrative:
The device evaluation has not been completed. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.